Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that there was pacing inhibition during a non-sustained rv oversensing event. In clinic, oversensing of myopotentials with pacing inhibition was observed while the patient was lying on left side with deep breathing excursuses. It was also noted that the patient had prior episodes of post-paced t-wave oversensing. Programming changes were performed. There were no patient consequences.